Event description:
It was reported that during a routine pump replacement, the catheter had pulled out of the intrathecal space and had curled up entirely in the pump pocket. The anchor was in situ and apparently the catheter had pulled through it. A new catheter was implanted along with the pump. The drug in the pump was morphine at 10 mg/ml - no dose was reported. No symptoms or outcome were reported.

Manufacturer narrative:
Results: catheter. The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.